Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011 including an ipg. It was reported the charger and programmer were unable to communicate with the ipg. A replacement charger and programmer were tried, and were also unsuccessful. X-rays were taken and revealed the ipg had flipped. The physician manually repositioned the ipg without surgery and communication was restored.